Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced bilateral deflation on breast implants. The deflation was confirmed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the right side implant, see manufacturer report number 1645337-2018-06063 for contralateral prosthesis.